Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician reported that a granuflo mixer had a burnt fill valve, plug, and pvc. The burnt components were observed during machine repair for a reported burning smell and for the mixer not filling. There was no patient involvement or individual injury, adverse events, or medical intervention required as a result of the event. The mixer has been in use for approximately 6 years and the fill valve, plug, and pvc are the original fresenius parts on the machine. The biomed replaced the fill valve, plug, and pvc, which resolved the issue. The mixer was returned to service at the user facility without issue. The fill valve, plug, and pvc were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.